Manufacturer narrative:
Correction of d10: product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was for the past few months the pts im planted neurostimulator was not charging as rapidly as it used to. Patient noted it was taking a long time to charge the implant. It started out at 50% and it had been an hour and the implant was only up to 90%. Patient noted the recharger paddle was starting to get warm. During call patient verified the paddle was getting extremely warm. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Patient called back and stated they received the replacement recharger, and they were able to charge from 0% to 100% in under 1 hour. Pt called back in and reported their implant recharged quickly the first time, but since then it has been taking a really long time to charge. Pt reported they were not able to get the implant to charge past 50% again. Pt stated the recharger was getting really hot again as well. Pt reported they received the recharger in a case indicating the recharger was not refurbished. Pt stated they thought the manufacturer information looked worn on the relay box. A replacement controller was sent out. Patient called back asking why they did not receive a battery pack with the controller replacement. Patient added that they are disappointed that the controller came with 11 set up steps when they were told all they would have to do is pair it. Agent reviewed information. Patient noted that after they called last time, the next time they tried to charge the implant they were able to charge it up to 90% under an hour. Patient repeated the information previously reported in this case. Patient asked if they should even bother with switching the controller. Agent reviewed if patient wanted to continue to trial the original controller for a few more charges they could do so before deciding to set up the replacement controller. Case reopened and reassigned to add secure note. Pt called back stating the controller screen is not unlocking. Pt stated the controller paired the controller to the implant but now it wont take the thumbprint to unlock. Agent had pt reset the controller and controller functioned like it should.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6);product type: 0213-recharger brand name ; product ID 97745nt (serial: (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and mentioned they couldn't unlock the controller twice since receiving the replacement controller. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient unlocked the controller. Patient inserted the battery and green light was flashing above the screen. Patient was able to unlock the controller. Implant was at 30%. Agent advised patient to call back if the issue persisted. Pt called back stating they're having issues unlocking the controller. Pt stated they push really hard on it; agent reviewed but pt stated they didn't start doing that until they were having issues. Pt re-reported receiving replacements and performing troubleshooting. Pt mentioned they leave stimulation on 24/7 at level 10 because they have nerve damage and their foot hurts really bad. Pt mentioned they never had a problem until they got 'this particular controller,' and mentioned the previous device they had for 10 years. Had pt do an ac power reset, reinserted the battery pack, and pt unlock and lock controller multiple times in a row successfully. Patient called back on (B)(6) 2024 and reported issues were ongoing in that the controller screen was not recognizing their thumb when trying to unlock the controller and that it had been frustrating. Patient noted the issue happened a few times since they were sent the controller. Patient mentioned that they had to reset the controller 3 times in order for it to work. Patient noted that the controller was 100% and when they plugged the recharger into the controller to charge the implant, they got a message about the battery being low and that they needed to replace it soon; patient confirmed they saw batteries low replace controller batteries soon (70); agent reviewed screen 70 meaning as patient was wondering if they needed a new battery for the controller. During the call, patient reset the controller. Due to ongoing issues, an email was sent to the repair department to replace the controller. Agent requested for a new controller if possible. Advised patient to monitor the batteries low (70) message and if it persisted, to call back. Patient called back on (B)(6) 2024 stating they had received the replacement controller and the following software problem message was displayed: 1. Intellis 2. 3.6 3. 245 4. Interface sm.c. Had patient reset controller and patient reported setup for implant displayed; walked patient through successful setup process. Patient also repeated that they could not unlock the screen of their old controller and it only charged to 40% in 1 hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.